Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device did not identify physical separation/breakage along the fiber body. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported during a prostate procedure fiber broke at 269000j and started forward firing. The laser was not fired when light was noticed at the end of the fiber. The fiber tip (cap) was cleaned twice during the procedure due to prostate gland was extremely large and avoidance of tissue contact was difficult. The procedure was completed using second fiber. There was no injury to the patient reported due to this event.

Event description:
It was reported during a prostate procedure fiber broke at 269000j and started forward firing. The laser was not fired when light was noticed at the end of the fiber. The fiber tip (cap) was cleaned twice during the procedure due to prostate gland was extremely large and avoidance of tissue contact was difficult. The procedure was completed using second fiber. There was no injury to the patient reported due to this event.